Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 465 mg/dl. The customer had symptoms such as upset stomach and being tired. Customer treated with insulin pump. Customer's blood glucose value was 465 mg/dl at the time of the call and 273 mg/dl at the time of incident. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. Customer declined to check for leaks or air bubbles, site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.